Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported receiving a no delivery alarm for two days on his pump. Customer's blood glucose level was 400 mg/dl at the time of the incident. Customer's father is reporting a past event. Customer's father already changed the infusion set. Customer used a manual injection to correct the elevated blood glucose level. No product is expected to be returned.